Manufacturer narrative:
(B)(4). Manufacturer's method - no product returned from user facility. DHR review conducted. Results - DHR review did not reveal prior complaint/ncmr's for lot.

Event description:
Customer reports being exposed to quality control material while crushing direct check control vial. Customer reports not using protective sleeve required to activate controls for use. No report of adverse event, serious injury, or intervention.